Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, sore, itching rash underneath the back therapy electrodes. There was an irritation underneath the electrode on his right side that healed. The patient was given a prescription of venelex and zilinix from their cardiologist. During a follow-up, it was reported that the patient's irritation improved after using the prescribed medications.